Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose level was 279-280 and 432-433 mg/dl for all events. Customer changed all supplies and resumed insulin delivery.